Event description:
It was reported that the remote transmission was missing a battery voltage measurement. A manual transmission was later done and the battery voltage measurement was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.